Manufacturer narrative:
The other proglide is being filed under a separate medwatch report number. The device is expected to be returned. It has not yet been received. A followup report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment of the sutures of the two proglides, there was resistance removing the needle plungers and there was resistance when pulling the suture. The sutures either broke or were lost as they were not retrieved. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received stating that the access site was the right common femoral artery. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance retracting the plunger could not be replicated in a testing environment based on the returned device condition. The reported suture detachment was observed as needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot#, expiration date h4: device manufacture date.